Event description:
Events were discovered when lawsuit "john doe 7 plaintiff vs international medical devices.. Et al" was provided to the quality team. The lawsuit claims that this patient had complications as a result of receiving a penuma implant. This patient was implanted with the penuma implant on (B)(6) 2019. The patient states he experienced flaring of the implant and retraction of the penis head under the implant. The patient had the implant removed on (B)(6)2021. The patient states that after the removal he suffers from painful scar tissue, loss of flaccid and erect penis length, disfigurement, painful curvature, pain during sex, and erectile dysfunction.the international medical devices team believes it has likely identified the patient due to the implantation date and correspondence with the clinic; however, counsel for the patient has not yet revealed the patient's identity.

Manufacturer narrative:
Swelling and pain are known side effects of surgical procedures and are not considered serious injury. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "moderate to severe scar tissue formation", "penile shortening", "continued bending, instability and/or wrinkling of the penis and/or implant in erect and flaccid states", "penile deformity", "extended penile or scrotal pain and discomfort", "any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists pain, penile contracture, erectile dysfunction, and penile curvature as anticipated adverse events. Implant extrusion/perforation are listed an anticipated device deficiency. The patient tolerated the procedure well and there were no complications. It was noted that the patient had preoperative scar tissue formation due to previous use of a vacuum pump. The patient reported a little pain one day after the operation. Patient was healing as expected in all post operative appointments from 0-13 months. On (B)(6)2021, the patient stated he felt he was experiencing a protrusion; based on the images provided, the penuma physician stated there were no issues. The patient met with his penuma physician on (B)(6)2021 to discuss removal. The patient is healing well, but stated his partner is dissatisfied with the implant. Information was shared about the removal protocol. The patient stated he had the penuma device removed on (B)(6)2021; this was not completed by penuma physician. The penuma implant is intended to be removed by a penuma physician. Additional complications can arise when removal is facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, lists pain and penile curvature as anticipated adverse events and implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature.the root cause of this investigation is known inherent risk of the device and improper removal. A review of the batch record was previously performed, and the device was manufactured to specification with no deviations. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were corrected.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4), however, this is a follow-up to a previously submitted. The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion, and a painful revision surgery.